Manufacturer narrative:
This report is a replacement to the original submission under MFR report # 1917413-2026-00306 on 17apr2026 in order to file against the correct site registration number. B5. Describe event or problem: was corrected as the original MDR indicated:" this resulted in the nurse being pricked.". This needlestick was reported under MDR 9617032-2026-00592 for material # 367338, bd vacutainer® push button blood collection set d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown investigation summary: bd received samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for separates was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. Bd has initiated corrective and preventive action to address the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® one use holder that the that the connection between the winged blood collection device and the collection tube disengaged. There was no health impact or consequences reported.